Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.

Event description:
It was reported that the patient went to hospital with stomach distention and increased pain. The patient was discharged but continued to have trouble and returned to the hospital with blood in urine. The patient was admitted and underwent device explant due to a blood clot in his thoracic spine that wrapped around the device. The patient regained feeling back in the legs and underwent rehabilitation.